Event description:
It was reported the ipg was tested while in the MFR's warehouse. No telemetry could be established when using the pt programmer or charging system. The ipg was returned to the MFR's analysis laboratory. There was no pt involvement.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. Once power was restored, the ipg passed all functional testing. The cause of the battery depletion is unk. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.